Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted and replaced with new lead and anchors. Ipg will be re-implanted later. Additionally, patient was prescribed oral antibiotics to address the issue.

Event description:
Additional information received indicates infection has resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was prescribed oral antibiotics to address the issue. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.